Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from the customer contact that stated right pumping mechanism will not home. This is not a reportable malfunction. However, during verification testing at the service ctr, the device alarmed with an s421 (motor error-pmc, right) malfunction alarm code.